Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had ghosting, halos and blurry vision. The iol was exchanged for unspecified lens. Additional information has been requested, received and stated the patient had near and intermediate blurry vision. The iol was exchanged for another company lens. There are two medical device reports associated with this patient. This report is associated with the right eye.